Event description:
It was reported that during a pacemaker implant procedure, the pacemaker being used exhibited an inappropriate error message for "atypical condition" that could not be resolved even after multiple left ventricular lead threshold testing attempts. The pacemaker was not used another pacemaker was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.